Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: a review of the black box showed multiple ¿replace battery¿ alarms associated with normal battery wear. The pump powered on normally and did not draw excessive current. The complaint of a battery life issue could not be confirmed or duplicated on investigation. There was evidence of corrosion observed in the battery compartment. Investigation revealed a battery compartment crack and leaks at the battery compartment. The pump casing was removed and no further moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). Correction to: the serial number for this pump is (B)(4).